Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead was found to have dislodged after the catheter was slit. The lead was removed and a different lead was ultimately placed successfully. No patient complications have been reported as a result of this event.